Event description:
Customer reported the foot pedal sticks and the system fluoros for too long. System operates as intended.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and replaced the footswitch. System operates as intended. No further info reported on length of fluoro time.